Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (hydromorphone) 5mg/ml for a total dose of 1.34mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 hcp was able to aspirate the pump, but was unable to fill the pump on (B)(6) 2016. Caller stated morphine was taken out of the pump, rinsed with 80cc of saline using 10ml syringes, then filled with hydromorphone. The following was reported: confirmed proper needle orientation, manufacturer refill kit was being used, checked kit tubing patency and needle patency. It was reviewed the option to use smaller syringe with medication to allow for more pressure when injecting. Caller stated she was trying with a 60 cc syringe. Caller was able to aspirate and inject drug using a 10 ml syringe without trouble and could only get about 27 ml of new drug into the pump before it would "lock up" and not allow anymore fluid in. Caller planned to enter the appropriate volume in the programmer and sent patient home with plans to do a normal refill next time. It was reviewed considerations such as the possibility that current drug may be diluted if all of the saline was not removed. No symptoms reported.

Event description:
Additional information was received about the inability to completely refill the pump. It was reported on 2016-10-28 that at a later visit the patient¿s pump was able to be accessed. Medicine was withdrawn and the entire amount of medication was able to be filled into the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.